Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2009 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular event) for the same patient involving two separate products; associated mdrs # 1225714-2013-01727.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving three separate products, associated mdrs #1225714-2014-01727, 1225714-2014-01726, 1225714-2014-05354, 1225714-2014-05355, and 2937457-2014-01343.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving three separate products, associated mdrs #1225714-2014-01727, 1225714-2014-01726, 1225714-2014-05354, 1225714-2014-05355, and 2937457-2014-01343.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2007 and on (B)(6) 2009 after the use of the product.

Manufacturer narrative:
This follow-up serves to report the attorney address which was not captured in follow #1, 1225714-2013-01727 which was submitted on 06/26/2014.

Manufacturer narrative:
This follow-up serves to correct the manufacturing report number referenced in follow-up #3, 1225714-2013-01726 which was submitted on 01/27/2015.

Manufacturer narrative:
Add'l info received alleged the pt experienced a cardiac arrest. The add'l info is not sufficiently descriptive to be reconciled with or provide further clarification to the initial source document info. As such, the date initially provided is best estimate pending confirmation and or clarification from the reporter. Add'l inquiries will be sent to the reporter to clarify the occurrence date. Any info received will be submitted upon receipt accordingly. Associated manufacturer report numbers: 1225714-2013-01726, 12257-2013-01727, 1225714-2014-05354, 1225714-2014-05355 and 2937457-2014-01343.